Manufacturer narrative:
The product was not returned for inspection. The 155 cm. Saber rx 25 mm. X 30 cm. Balloon catheter (bc) was delivered to the unknown target lesion, inflated and ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. No target lesion characteristic information was provided. Additional information received indicated that no target lesion/target lesion characteristic information is available. The atmospheres that the balloon burst occurred at are unknown. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17603498 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification may cause damage to a balloon. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, the 155 cm. Saber rx 25 mm. X 30 cm. Balloon catheter (bc) was delivered to the unknown target lesion, inflated and ruptured. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. No target lesion characteristic information was provided. Additional information received indicated that no target lesion/target lesion characteristic information is available. The atmospheres that the balloon burst occurred at were unknown. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.